Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood residue. The returned device had a polyurethane (pu) delamination on the non-cavity ID end of the dialyzer from approximately 140º to 220° with the dialysate ports at 0º. The pu potting material was separated from the dialyzer housing wall and extended under the silicone o-ring. The returned device was also subjected to destructive disassembly where no other damage or irregularity was noted on the returned sample. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Manufacturer narrative:
A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria. The plant investigation on the returned complaint device is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that a blood leak occurred approximately one minute after initiation of the patient's hemodialysis (hd) treatment. Follow-up information from the biomed revealed that the patient¿s blood was not returned but the patient was able to complete treatment on a different machine without further incident. The patient¿s estimated blood loss (ebl) is unknown. The biomed was unaware of any patient adverse effects. The complaint device was available to be returned to the manufacturer for evaluation. No further information has been made available.